Manufacturer narrative:
Event summary: external visual inspection of balloon catheter showed a shaft kink 2.5 inches from the tip of the catheter, which may cause the user to have insertion difficulties. Smart chip verification indicated the catheter was used for twenty-seven injections. The catheter passed the performance test; electrical integrity and impedance were also within specification. Dissection and pressure testing did not show any leaks, traces of liquid, or blood inside the catheter. In conclusion, the reported guide wire lumen kink issue was not confirmed through product analysis. The balloon catheter failed the inspection due to a shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter "kinked" near the balloon. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.